Event description:
It was reported that during vertebral artery (va) v4 segment stenosis procedure, the operator used the subject guidewire in conjunction with the microcatheter to reach the va v4 segment lesion site. However, the subject guidewire distal end broke. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection the guidewire distal end was noted to be broken/fractured and stretched 191 cm from the proximal end. The core wire distal end was observed through the distal tip dome. No other anomalies were noted. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire fracture was confirmed. The device failed to meet specification when returned for analysis. It was reported that when using the guidewire in conjunction with the microcatheter to reach the vertebral artery (va) v4 segment lesion site, the guidewire experienced a breakage (the distal end of the delivery wire showed no torsional control when the proximal end was rotated), but the core wire did not break. The physician removed it as a whole and attempted to use a new guidewire from a different lot, but this wire also experienced a distal tip breakage at the same location. The physician directly extracted the proximal part of this wire and then successfully retrieved the broken distal tip from within the va using a retrieval stent. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. The wire was torqued to overcome the resistance. Analysis of the returned device confirmed that the guidewire distal end and been fractured and was also noted to be stretched. It is probable that the guidewire was fractured as it was torqued to overcome resistance. As per the synchro dfu: " never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action" an assignable cause of procedural factors will be assigned to the reported and analysed event: guidewire distal tip broken/fractured during use, and to the analysed event: guidewire distal tip stretched, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during vertebral artery (va) v4 segment stenosis procedure, the operator used the subject guidewire in conjunction with the microcatheter to reach the va v4 segment lesion site. However, the subject guidewire distal end broke. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.